Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of data provided by user/third party, c19 - no device problem found, d14 - no problem detected.

Event description:
It was reported that the pump module had over infused phenylephrine 25mcg/min (9ml hours). Customer reports pump "acted like it was bolusing". The infusion was stopped. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: mw5115390." A copy of the medwatch report from FDA was received, which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: mw5115389."

Event description:
It was reported that the pump module had over infused phenylephrine 25mcg/min (9ml hours). Customer reports pump "acted like it was bolusing". The infusion was stopped. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: mw5115390." A copy of the medwatch report from FDA was received, which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: mw5115389."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, FDA notified?. Additional information: report source, report source other, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module had over infused phenylephrine 25mcg/min (9ml hours). Customer reports pump "acted like it was bolusing". The infusion was stopped. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : a23 - use of device problem (1670), g0200802 - software interface, b01 - testing of actual/suspected device, c23 - usage problem identified, d11 - cause traced to user. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the pump module had over infused phenylephrine 25mcg/min (9ml hours). Customer reports pump "acted like it was bolusing". The infusion was stopped. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: (B)(4)." A copy of the medwatch report from FDA was received, which states, ¿alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time.reference report: (B)(4)."